Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
Customer reported via phone call that the insulin pump alarmed with a button error. The patient's blood glucose at the time of incident is unknown; however, it was reported that their blood glucose was good. Troubleshooting was initiated for the button error alarm. The customer did not recall any significant events leading to the button error issues. The insulin pump was not returned for analysis.